Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: patient 1, date: (B)(6) 2010, inratio: 7.5, lab: 3.94. Patient 2, inratio: 3.1, lab: 2.2. Customer reports discrepant high results in (B)(6).